Manufacturer narrative:
(B)(4). A follow up report wil be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart xl would not turn on. There was no patient involvement.